Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (intermittent and moderate to severe sometimes a sharp, stinging pain)/ abdominal pain from umbilicus to vaginal area for about one hour"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/sharp pain / pelvic pain (intermittent and moderate to severe sometimes a sharp, stinging pain)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((04-jul-1993 and 08-jul-2004)), blood pressure high, polyp of corpus uteri, uterine leiomyoma, malaise, asthma, hypertension and d & c in march 2015. Previously administered products included for an unreported indication: nuvaring from 2012 to 26-mar-2015. Concurrent conditions included obesity, uterine bleeding, uterine prolapse, submucous leiomyoma of uterus, rash, dysphagia, ovarian cyst and seasonal allergy. Family history included multigravida and parity 2. Concomitant products included famotidine (pepcid) and prednisone for hives as well as cetirizine hydrochloride (zyrtec), edarbyclor since 2016, levocetirizine since december 2016, medroxyprogesterone acetate (depo-provera), montelukast (singulair) and prinzide (lisinopril hydrochlorthiazid). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual ntercourse)"), food allergy ("allergic or hypersensitivity reaction (after the essure implant. I developed allergic reactions to beef)/allergic reaction to cantaloupe / banana/ apple/ wheat/ fish/ milk, chesse, pecan"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain 10-15lbs") and constipation ("gastrointestinal or digestive system condition (constipation)"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes (mood chances)"). On (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On 15-jun-2015, the patient experienced the first episode of migraine ("migraines / headaches") and asthma ("asthma"). In june 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)/ period had been heavy ever since essure was placed"), the second episode of migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy vaginal bleeding/ daily with clots/bleeding/bleeding was because vaginal wall was dropping down"), urticaria ("rashes or skin conditions (hives)"), dyspnoea ("shortness of breath"), palpitations ("heart palpitations due to suspected allergic reaction"), rash ("skin rash") and milk allergy ("allergic reaction to milk, cheese"). The patient was treated with topiramate (topamax), lubiprostone (amitiza), docusate, alprazolam (xanax), surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy), surgery (ablation) and surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, alopecia, menorrhagia, dyspareunia, the last episode of migraine, vaginal discharge, urticaria and rash had resolved and the uterine haemorrhage, genital haemorrhage, pelvic pain, mood altered, vaginal haemorrhage, food allergy, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased, constipation, dyspnoea, palpitations, milk allergy and asthma outcome was unknown. The reporter considered abdominal pain, alopecia, asthma, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, food allergy, genital haemorrhage, menorrhagia, menstrual disorder, milk allergy, mood altered, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes and she has been left with abdominal deformity and severe large scarring.patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. On 26-mar-2015: hcg, urine poc : hcimpression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx 05-nov-2015: us pelvic transvaginal: impression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx. 20-dec-2015: hcg: negative 14-jan-2016: surgical pathology report: final diagnosis: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: leiomyomata, secretory pattern endometrium. Benign uterine cervix. Benign fallopian tubes gross description: uterus, cervix, and bilateral fallopian tubes," and consists of a 140 gm, hysterectomy with attached fallopian tubes that measures 9.1 exocervix to fundus, 7.2 cm cornu to cornu, and 5.2 cm anterior to posterior. The left fallopian tube measures 4.8 cm in length with an average diameter of 0.7 cm. The right fallopian tube is attached by a metal spiral wire. The tube measures 5.5 cm in length with a diameter ranging from 0.5 to 0.8 cm concerning the injuries reported in this case, the following one/ones was/were reported via medical record: abdominal pain, pelvic pain,menorrhagia, heavy vaginal bleeding, most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. New reporter was added. New event 'asthma' was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (intermittent and moderate to severe sometimes a sharp, stinging pain)/ abdominal pain from umbilicus to vaginal area for about one hour"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/sharp pain / pelvic pain (intermittent and moderate to severe sometimes a sharp, stinging pain)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's past medical history included multigravida, parity 2 ((B)(6) 1993 and (B)(6) 2004)), blood pressure high, polyp of corpus uteri, uterine leiomyoma, malaise, asthma, hypertension and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: nuvaring from 2012 to (B)(6) 2015. Concurrent conditions included obesity, uterine bleeding, uterine prolapse, submucous leiomyoma of uterus, rash, dysphagia, ovarian cyst and seasonal allergy. Family history included multigravida and parity 2. Concomitant products included famotidine (pepcid) and prednisone for hives as well as cetirizine hydrochloride (zyrtec), edarbyclor since 2016, levocetirizine since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), montelukast (singulair) and prinzide (lisinopril hydrochlorthiazide). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), food allergy ("allergic or hypersensitivity reaction (after the essure implant. I developed allergic reactions to beef)/allergic reaction to cantaloupe / banana/ apple/ wheat/ fish/ milk, cheese, pecan"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain 10-15lbs") and constipation ("gastrointestinal or digestive system condition (constipation)"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes (mood chances)"). On (B)(6)2015, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2015, the patient experienced the first episode of migraine ("migraines / headaches") and asthma ("asthma"). In (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)/ period had been heavy ever since essure was placed"), the second episode of migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy vaginal bleeding/ daily with clots/bleeding/bleeding was because vaginal wall was dropping down"), urticaria ("rashes or skin conditions (hives)"), dyspnoea ("shortness of breath"), palpitations ("heart palpitations due to suspected allergic reaction"), rash ("skin rash") and milk allergy ("allergic reaction to milk, cheese"). The patient was treated with topiramate (topamax), lubiprostone (amitiza), docusate, alprazolam (xanax), surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, alopecia, menorrhagia, dyspareunia, the last episode of migraine, vaginal discharge, urticaria and rash had resolved and the uterine haemorrhage, genital haemorrhage, pelvic pain, mood altered, vaginal haemorrhage, food allergy, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased, constipation, dyspnoea, palpitations, milk allergy and asthma outcome was unknown. The reporter considered abdominal pain, alopecia, asthma, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, food allergy, genital haemorrhage, menorrhagia, menstrual disorder, milk allergy, mood altered, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes and she has been left with abdominal deformity and severe large scarring. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. On (B)(6) 2015: hcg, urine poc : hc impression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx (B)(6) 2015: us pelvic transvaginal: impression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx. (B)(6) 2015: hcg: negative (B)(6) 2016: surgical pathology report: final diagnosis: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: leiomyomata, secretory pattern endometrium. Benign uterine cervix. Benign fallopian tubes gross description: uterus, cervix, and bilateral fallopian tubes," and consists of a 140 gm, hysterectomy with attached fallopian tubes that measures 9.1 exocervix to fundus, 7.2 cm cornu to cornu, and 5.2 cm anterior to posterior. The left fallopian tube measures 4.8 cm in length with an average diameter of 0.7 cm. The right fallopian tube is attached by a metal spiral wire. The tube measures 5.5 cm in length with a diameter ranging from 0.5 to 0.8 cm concerning the injuries reported in this case, the following one/ones was/were reported via medical record: abdominal pain, pelvic pain,menorrhagia, heavy vaginal bleeding, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: added new event: device monitoring procedure not performed. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (intermittent and moderate to severe sometimes a sharp, stinging pain)/ abdominal pain from umbilicus to vaginal area for about one hour"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/sharp pain / pelvic pain (intermittent and moderate to severe sometimes a sharp, stinging pain)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 1993 and (B)(6) 2004)), blood pressure high, polyp of corpus uteri, uterine leiomyoma, malaise, asthma, hypertension and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: nuvaring from 2012 to (B)(6) 2015. Concurrent conditions included obesity, uterine bleeding, uterine prolapse, submucous leiomyoma of uterus, rash, dysphagia, ovarian cyst and seasonal allergy. Family history included multigravida and parity 2. Concomitant products included famotidine (pepcid) and prednisone for hives as well as cetirizine hydrochloride (zyrtec), edarbyclor since 2016, levocetirizine since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), montelukast (singulair) and prinzide (lisinopril "hydrochlorthiazide"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual "intercourse")"), the first episode of food allergy ("allergic or hypersensitivity reaction (after the essure implant. I developed allergic reactions to beef)"), the second episode of food allergy ("allergic reaction to cantaloupe / banana/ apple/ wheat/ fish/ milk, "cheese", pecan"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), weight increased ("weight gain 10-15lbs") and constipation ("gastrointestinal or digestive system condition (constipation)"). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes (mood chances)"). On (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2015, the patient experienced the first episode of migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)/ period had been heavy ever since essure was placed"), the second episode of migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy vaginal bleeding/ daily with clots/bleeding/bleeding was because vaginal wall was dropping down"), urticaria ("rashes or skin conditions (hives)"), dyspnoea ("shortness of breath"), palpitations ("heart palpitations due to suspected allergic reaction"), rash ("skin rash") and milk allergy ("allergic reaction to milk, cheese"). The patient was treated with topiramate (topamax), lubiprostone (amitiza), docusate, alprazolam (xanax), surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy), surgery (ablation) and surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, alopecia, menorrhagia, dyspareunia, the last episode of migraine, vaginal discharge, urticaria and rash had resolved and the uterine haemorrhage, genital haemorrhage, pelvic pain, mood altered, vaginal haemorrhage, the last episode of food allergy, bladder disorder, urinary tract disorder, nausea, fatigue, weight increased, constipation, dyspnoea, palpitations and milk allergy outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, milk allergy, mood altered, nausea, palpitations, pelvic pain, rash, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of food allergy, the first episode of migraine, the second episode of food allergy and the second episode of migraine to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes and she has been left with abdominal deformity and severe large scarring. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. On (B)(6) 2015: hcg, urine poc : hc impression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx. (B)(6) 2015: us pelvic transvaginal: impression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx. (B)(6) 2015: hcg: negative. (B)(6) 2016: surgical pathology report: final diagnosis: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: leiomyomata, secretory pattern endometrium. Benign uterine cervix. Benign fallopian tubes gross description: uterus, cervix, and bilateral fallopian tubes," and consists of a 140 gm, hysterectomy with attached fallopian tubes that measures 9.1 exocervix to fundus, 7.2 cm cornu to cornu, and 5.2 cm anterior to posterior. The left fallopian tube measures 4.8 cm in length with an average diameter of 0.7 cm. The right fallopian tube is attached by a metal spiral wire. The tube measures 5.5 cm in length with a diameter ranging from 0.5 to 0.8 cm. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record: abdominal pain, pelvic pain,menorrhagia, heavy vaginal bleeding. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs received. Event added: skin rash, "allergic" reaction to milk, cheese. Treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain / abdomen pain (intermittent and moderate to severe sometimes a sharp, stinging pain)/ abdominal pain from umbilicus to vaginal area for about one hour"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain/sharp pain / pelvic pain (intermittent and moderate to severe sometimes a sharp, stinging pain)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (((B)(6) 1993 and (B)(6) 2004)), blood pressure high, polyp of corpus uteri, uterine leiomyoma, malaise, asthma, hypertension and d & c in (B)(6) 2015. Previously administered products included for an unreported indication: nuvaring from 2012 to (B)(6) 2015. Concurrent conditions included obesity, uterine bleeding, uterine prolapse, uterine fibroid, rash, dysphagia, ovarian cyst and seasonal allergy. Family history included multigravida and parity 2. Concomitant products included famotidine (pepcid) and prednisone for hives as well as cetirizine hydrochloride (zyrtec), edarbyclor since 2016, levocetirizine since (B)(6) 2016, medroxyprogesterone acetate (depo-provera), montelukast (singulair) and prinzide (lisinopril hydrochlorthiazid). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping) "), dyspareunia ("painful intercourse / dyspareunia (painful sexual ntercourse) "), hypersensitivity ("allergic or hypersensitivity reaction (after the essure implant. I developed allergic reactions to beef) "), food allergy ("allergic reaction to cantaloupe / banana/ apple/ wheat/ fish/ milk, chesse, pecan"), bladder disorder ("bladder or urinary problems or changes "), urinary tract disorder ("bladder or urinary problems or changes "), weight increased ("weight gain 10-15lbs") and constipation ("gastrointestinal or digestive system condition (constipation) "). On (B)(6) 2015, the patient experienced mood altered ("hormonal changes (mood chances) "). On (B)(6) 2015, the patient experienced vaginal discharge ("irregular vaginal discharge / vaginal discharge"). On (B)(6) 2015, the patient experienced headache ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), alopecia ("hair loss"), menorrhagia ("prolonged menses / abnormal bleeding (vaginal, menorrhagia)/ period had been heavy ever since essure was placed"), migraine ("migraine headaches "), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / heavy vaginal bleeding/ daily with clots/bleeding/bleeding was because vaginal wall was dropping down"), urticaria ("rashes or skin conditions (hives)"), nausea ("nausea"), fatigue ("fatigue"), dyspnoea ("shortness of breath") and palpitations ("heart palpitations due to suspected allergic reaction"). The patient was treated with topiramate (topamax), lubiprostone (amitiza), surgery (laparoscopic-assisted vaginal hysterectomy. Bilateral salpingectomy), essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, alopecia, menorrhagia, dyspareunia, migraine and vaginal discharge had resolved and the uterine haemorrhage, genital haemorrhage, pelvic pain, mood altered, vaginal haemorrhage, hypersensitivity, food allergy, urticaria, bladder disorder, urinary tract disorder, headache, nausea, fatigue, weight increased, constipation, dyspnoea and palpitations outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, constipation, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, food allergy, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood altered, nausea, palpitations, pelvic pain, urinary tract disorder, urticaria, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes and she has been left with abdominal deformity and severe large scarring.patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. On (B)(6) 2015: hcg, urine poc : hcimpression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left. Ovarian cyst versus hydrosalpinx. (B)(6) 2015: us pelvic transvaginal: impression: multiple leiomyomata within the uterus. 5.3 cm right ovarian cyst. Partially decompressed left ovarian cyst versus hydrosalpinx. (B)(6) 2015: hcg: negative. (B)(6) 2016: surgical pathology report: final diagnosis: uterus, cervix, fallopian tubes, hysterectomy and bilateral salpingectomies: leiomyomata, secretory pattern endometrium. Benign uterine cervix. Benign fallopian tubes gross description: uterus, cervix, and bilateral fallopian tubes," and consists of a 140 gm, hysterectomy with attached fallopian tubes that measures 9.1 exocervix to fundus, 7.2 cm cornu to cornu, and 5.2 cm anterior to posterior. The left fallopian tube measures 4.8 cm in length with an average diameter of 0.7 cm. The right fallopian tube is attached by a metal spiral wire. The tube measures 5.5 cm in length with a diameter ranging from 0.5 to 0.8 cm. Concerning the injuries reported in this case, the following one/ones was/were reported via medical record: abdominal pain, pelvic pain,menorrhagia, heavy vaginal bleeding, most recent follow-up information incorporated above includes: on 12-feb-2018: plantiff fact sheet & medical record received. Events hormonal changes, abnormal bleeding (vaginal,menorrhagia, hypersensitivity, food allergy, (hives), urinary problems, bladder problem, vaginal discharge, fatigue, weight gain, (constipation), hair loss, pelvic pain, heavy vaginal bleeding, shortness of breath, heart palpitations, abnormal uterine bleeding are added. Lab data updated. Concomitant and historical condition are added. Historical and concomitant drugs are added. Product patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, alopecia, dysmenorrhoea, menstrual disorder, menorrhagia, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: removing of the essure coils also required removal of plaintiff's uterus, cervix, and bilateral fallopian tubes and she has been left with abdominal deformity and severe large scarring. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.